Manufacturer narrative:
The reported event of sensing anomaly could not be confirmed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the device was explanted and successfully replaced. The patient was stable and asymptomatic.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited oversensing due to noise. This oversensing resulted in inappropriate anti-tachycardiac pacing. The device will continue to be monitored. The patient was stable and asymptomatic.